Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician suspected device malfunction with the explanted ipg due to multiple surgeries the patient had. It was not known if electrocautery was used during the patient¿s non-device related surgery. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. The ipg was successfully charged to full capacity in one cycle. Battery depletion rate with stimulation off were within the normal range. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was not able to charge the ipg after a non-device related surgery. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was not able to charge the ipg after a non-device related surgery. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).